Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced syncope episode and presented in the emergency room. Upon interrogation, the right ventricular lead exhibited loss of capture. Chest x-ray was performed and revealed the lead exhibited insulation anomaly. The lead was capped and replaced. The patient was in stable condition post operation.